Event description:
It was reported that the 9900 system had a touch screen error and the touch screen would not work. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The gpos board, power cord, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.